Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only partial lead was returned, measuring 12.5cm from proximal end. Without returned of the entire lead, a complete analysis could not be performed. A copy of the fluoro was received and reviewed. No insulation damage was observed.

Event description:
During a routine ICD replacement, low r-waves were observed. Fluoroscopy showed possible evidence of insulation damage. The lead was capped.